Manufacturer narrative:
Event date is approximate.

Event description:
A consumer reported that their flexcare platinum connected power toothbrush caught on fire causing minor property damage. No injuries were reported.

Manufacturer narrative:
Update the model number. Analysis results: product was not returned to confirm a malfunction has occurred.